Event description:
User received questionable results for sodium and potassium on the cobas c111 analyzer for one patient sample. Initial sodium result gave 115 mmol/l, the repeat result was 132 mmol/l. Initial potassium result gave 4.0 mmol/l. The sample was repeated twice giving 3.8 and 4.6 mmol/l. The repeat sodium result of 132 mmol/l and repeat potassium result of 4.6 mmol/l were reported outside the laboratory. Initial results were not reported outside the laboratory. User said patient was not admitted to the hospital because of the discrepant sodium and potassium results from the c111 analyzer. Sodium electrode lot number, 21500230. Potassium electrode lot number, 21594923. The field service representative found a defective valve. He replaced the valve and ran performance tests which were within specification.